Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. As customer did not complete the troubleshooting the root cause could not be determined. Tandem customer technical support educated customer to move the pump and transmitter within range and without obstruction to address the issue. No additional patient information was available.